Event description:
A nurse contacted baxter to report a twin bag port that was separated from the spike of the transfer set. This occurred during use by a patient. There was patient involvement, however, there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clamp function test performed with no issues noted. Clear-passage testing performed with no issues noted. Set was connected to a bag port for visual and leak testing with no connection issues noted. Uv spike outside dimension was measured with the following reading: .214 and specification range of .212 to .218.